Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in fill channel, an anterior opening, and crease fold. Leak test and microscopic analysis were performed which identified an opening crack, an sharp opening, striated broken edge, missing shell (0-25%), and wear abrasion. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve, a sharp opening on anterior due to an unidentified (tear) opening, a striated broken edge due to surgical damage consistent in the use of some surgical tools, and missing shell due to inconclusive.

Event description:
Device was explanted.